Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was further described as, ¿leakage was found inside of the infusor housing but the exact leakage part was unknown¿. The leak was discovered during priming at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: 21m041 (previously submitted as 21mo41). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). H10: the device was received for evaluation. Visual inspection was performed and fluid was observed inside the housing. Further inspection revealed the cause of fluid inside the housing was due to missing film-wrap. The film-wrap fastens the bladder to the stressmember. When the film-wrap is missing, the bladder would not inflate during fill and the fluid would leak inside the housing. The reported condition was verified. The cause of missing film-wrap was due to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.